Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 4.75mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument was tagged as broken. There was no report of patient involvement.